Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the patient continued to have pain despite having a continuous epidural infusion of ropivacaine. The epidural tubing was assessed and leakage was found at the tubing-to-male luer engagement of the epidural set. There was no report of long lasting patient harm.